Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000115410".

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed a high impedance on one lead. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted to address the issue. It is unknown which lead caused ineffective therapy.

Manufacturer narrative:
Correction: d4 device information has been updated. The serial number should have been (B)(6) rather than (B)(6). The lot number should have been a000115410 rather than a000117818. The expiration date should have been sep 17, 2023, rather than nov 9, 2023. The UDI should have been (B)(4) rather than (B)(4). Correction: e1 - reporter phone number should have been (B)(6) rather than blank. Correction: h11 - additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000117818